Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following: it was reported by the customer that when puling up drug if sometimes there's more air than drug, then the texium tip might leak whether it be attaching the tip to a syringe or the bonded texium syringes.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line and leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.